Manufacturer narrative:
Device is a combination product. (B)(4).   Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in moderately calcified mid right coronary artery. A 4.00x20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When th e device was removed from the patient's body, the stent was found to be lifted. The procedure was completed with a 4.0mm non-bsc stent. No patient complications were reported and the patient's status was stable.